Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements and loss of capture (loc) approximately 30 minutes post implant. An x-ray was performed and noted the lead was dislodged. A revision procedure was performed the same day. This ra lead was explanted and successfully replaced with a new ra lead. No additional adverse patient effects were reported. The product is in possession of the hospital and is not expected to be returned at this time. If the product is returned, analysis will be performed and this report would be updated at that time.